Manufacturer narrative:
H6 medical device problem code a1414 was inadvertently omitted on the initial manufacturer device report. Investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the purge cassette change, issues occurred with the new cassette, including repeated error messages indicating that purge fluid was not detected and failure of the system to recognize the cassette. The cassette was replaced with another new unit, which functioned immediately without further issues. The complainant also reported that a circulatory support pump had been placed using right-side surgical access through the axillary or subclavian artery and remained in use at the time of the report. During support, the user observed that the initially installed purge cassette was defective. No additional information regarding patient condition, device performance, or product return plans was available, and the patient continued to receive ongoing support.

Manufacturer narrative:
Additional information provided in d9. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Failure to detect purge cassette, pump or catheter / priming problems: the cause of the failure to detect purge cassette / priming problems was not determined due to the issue being unable to be reproduced on the returned purge cassette that showed no physical abnormalities, no logs were recovered, and insufficient clinical details.